Manufacturer narrative:
The in-process tensile strength test of all the possible involved lots were reviewed and the results were in spec. The retain samples from all the possible involved lots were tested for tensile strength in shaft-funnell connection and the results were in spec. This silicone catheter is small size one so its shaft has relatively small diameter (10fr). It is possibly to tear the shaft from the funnell if patient pulled the catheter with extencive force. We consider that this catheter tore due to user related reasons and not due to any productional failure.

Event description:
A customer complaint has been received at cardinal health tullamore in relation to suprapubic sil cath 10ch cardinal health lot number 19f190fhx. The customer reported the probe is not well welded in the area where it connects with the forking area, please see image attached in attachment 1 of this supplier notification. It is unknown if the sample is to be returned at this time. Can you please investigate and report your findings.